Event description:
It was reported that the customer had convulsions and seizures. The mother stated that she could not check his blood glucose reading and gave him glucagon. Then his blood glucose reading was 104mg/dl within five minutes, and his sugar went higher by the time he got to the hospital. The mother stated that the paramedics were called as customer had struck his head and was bleeding. The mother mentioned that the customer was treated and released the same day. The mother stated that he is a player, and he had a concussion two weeks prior to his admission. Troubleshooting was declined as customer is doing well, but she wants to discuss sensor options while calling. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefor, consider this report complete to the best of our knowledge.